Event description:
Info received indicates the head of the bed is rising by itself.

Manufacturer narrative:
The technician found a button was sticking on the hand remove, causing the unintentional movement of the head section. He replaced the hand remote to repair the bed.